Event description:
It is reported that the patient was revised due to the shoulder dislocating after falling. A new constrained liner was implanted.

Manufacturer narrative:
Surgical notes were not provided; it is unknown whether the components were implanted with the correct fit and orientation as per the surgical technique. Joint tensioning is based on the surgeon's clinical evaluation during the surgery. It is unknown how the surgeon determined the required joint tension, as no operative notes were received. The tm reverse shoulder surgical technique states "the joint should be stable throughout the range of motion. If the construct dislocates, varying thickness trial liners and/or trial spacers should be used to obtain the proper joint stability." As returned the poly liner is worn on the inferior portion of the articular surface. This wear is most likely due to contact with the glenoid construct after the patients shoulder dislocated. The liner was dimensionally inspected and found to be conforming where measured aside from the wear. Review of the device history records did not find any deviations or anomalies. No other complaints of any type have been reported for this lot of liners. The reported fall may have exposed the patients shoulder to forces the surgeon had not anticipated while determining the patients joint tensioning. However an exact cause could not be determined at this time. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated.

Manufacturer narrative:
Information was received from a distributor who is not required to complete form 3500a. Evaluation summary: surgical notes were not provided. X-rays were not provided; it is unknown whether the components were implanted with the correct fit and orientation as per the surgical technique. Joint tensioning is based on the surgeon's clinical evaluation during the surgery. It is unknown how the surgeon determined the required joint tension, as no operative notes were received. The tm reverse shoulder surgical technique states "the joint should be stable throughout the range of motion. If the construct dislocates, varying thickness trial liners and/or trial spacers should be used to obtain the proper joint stability". The reported fall may have exposed the patient's shoulder to forces the surgeon had not anticipated while determining the patient's joint tensioning. An exact root cause could not be determined at this time. Evaluation codes: as returned, the poly liner is worn on the inferior portion of the articular surface. This wear is most likely due to contact with the glenoid construct after the patient's shoulder dislocated. The liner was dimensionally inspected and found to be conforming where measured, aside from the wear. Review of the device history records did not find any deviations or anomalies.